Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on the backside near by battery compartment of the insulin pump. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis and a replacement pump will be sent.